Event description:
Customer reported (B)(6) discrepancy. The hosp obtained (B)(6) results on the panel and (B)(6) results when tested against another test method for the isolate. The results were not reported to the physician. Results were not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant result.

Manufacturer narrative:
Eval: method: routine monitoring of complaint history and performance trends to ensure performance is within claims. Eval results: based on comparison to another test method, an incorrect interpretation was provided for this isolate. Eval conclusions: there are no reports of adverse health consequences associated with the discrepant result. Product is within performance claims.